Event description:
It was reported that the insertable cardiac monitor (icm) was unable to connect. The patient was unable to connect with the patient mobile monitor (pmm). The icm was able to be located and the magnet was tried but still unable to be connected to with the clinic mobile monitor (cmm) with the health care professional (hcp) in clinic. Technical services (ts) attempted to troubleshoot with the cmm and could not be resolved. Ts advised to explant/reimplant the device to resolve the connection. The icm was explanted with no replacement device and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that the insertable cardiac monitor (icm) was unable to connect. The patient was unable to connect with the patient mobile monitor (pmm). The icm was able to be located and the magnet was tried but still unable to be connected to with the clinic mobile monitor (cmm) with the health care professional (hcp) in clinic. Technical services (ts) attempted to troubleshoot with the cmm and could not be resolved. Ts advised to explant/reimplant the device to resolve the connection. The icm was explanted with no replacement device and was returned for analysis. No adverse patient effects were reported.